Manufacturer narrative:
Common device name: catheter, percutaneous transluminal coronary angioplasty (ptca), cutting/scoring.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion area was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that it was unable to cross due to severe calcification. Consequently, during the fourth inflation the balloon ruptured at 12atm before the lesion area. No complications reported.